Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (electrodes non-functional) was confirmed. As received, the electrode belt would not communicate with a test monitor. Upon evaluation, an unused pulse wire in ECG electrode c migrated within the electrode and damaged the +5v and -5v power supplies. The cause of the non-functional electrodes and inability to communicate is the damaged power supplies. A root cause investigation determined that the cause of the unused wire migration in the ECG "c&d" cable was the lack of a method to secure the unused wire ends. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the electrode were non-functional.